Manufacturer narrative:
The follow up report was submitted with the incorrect aware date. The correct date is 19-jul-2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted during testing. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. Sleep current measurement and active current measurement within specifications. Detailed trace analysis did not confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.7v for consecutive 240 minutes. Pump received with cracked retainer and fading serial number label. Pcap locked into place properly.

Event description:
Complaints text 12/08/2020 17:30:13 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2020 17:20:13 erp_rfc_user related svn (B)(4) complaints text (B)(6) 2020 17:19:05 erp_rfc_user related svn (B)(4) complaints text (B)(6) 2020 17:18:39 gomezm116 referenced report provided to medtronic pos on (B)(6) 2020 - forwarded to medtronic 24hr technical support dept / incident date from unknown ***documentation purposes only/ customer declined to report to medtronic 24hr technical support department*** ----report---- malfunctions: random no delivery alerts and insulin blocked alerts, battery life diminished, barely last 7 days and pump has rejected batteries before. ----end report---- completed a doc only item. Information received by medtronic indicated that the insulin pump had no delivery alerts and insulin blocked alerts . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.